Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the asymptomatic patient presented in clinic for routine follow up. T-wave oversensing was observed on the implantable cardioverter defibrillator. No interventions were performed, and the patient was in stable condition.